Event description:
It was reported that the lead exhibited poor r waves and poor sensing with delay of ventricular fibrillation therapy. The lead was capped and replaced on (B)(6) 2017. The patient's condition was stable before and post procedure.